Event description:
It was reported that the 9900 system would not communicate with the dicom server. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The sib board and the software upgrade were installed during the service call. The customer it group was able to solve the issue. The system was tested and found to be working as intended and put back into service.